Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt presented to the local emergency room (ER) with red heart alarms, power fluctuations and pump stoppages. The pt was on battery support and the support time of all the sets of batteries would reportedly not exceed 6 hours. The pt was take to the operating room (or) with a balloon in place and the system reporting red heart alarms. While in the operating room, the hospital staff connected the pt to the power module (tethered support), the system monitor screen displayed zero flow, pump speed at zero and power was at 28 watts. The system monitor screen would reportedly go blank and reset itself. After the system monitor re-booted, the power module was noted to display a flashing yellow wrench and the system controller continued to report a red heart alarm. The pt's pump was subsequently exchanged with another lvad.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.